Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose and. The customer¿s blood glucose level was 40 mg/dl at the time of hospitalization. Customer had been using insulin pump system within 48 hours of reported low blood glucose event and auto mode was active. The customer treated low blood glucose with glucose tablet. Customer believe insulin pump was over delivering because blood glucose was 154 mg/dl but insulin pump recommended a bolus. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).